Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 9f2321 was reported, however, this is not a lot# manufactured for this product. 9f1321 is however a lot manufactured it was unable to be confirmed with customer. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with 6 bd vacutainer® safety-lok¿ blood collection set the sterility was questioned as live microorganisms were discovered which resulted in infections. Additional patient impact was not reported. The following information was provided by the initial reporter: after several blood productions, several attempts and negation of all substances that could contaminate, we found that safety lok were not sterile and were causes infections. We went back and used new safety lok with a sterile medium and again we found live microorganisms. I know that they're supposed to be sterile and they are still valid. Happened 6 different times with healthy, different donors. Blood is taken for research purposes. The sets are valid until 6/21 box is stored in a drawer not near to something that might be contaminate. Lab uses cold a.c two doctors took the blood samples. Claims that they have disinfected the puncture area and wore gloves. Sets were opened near to blood draw blood was drawn to 4 ml vacuette lh heparin tube and edta tube. After centrifugation they transfer the blood to microplates. For comparison, they draw blood using a syringe and deliver the blood directly to microplates and no microorganisms growth found. Another comparison - took blood with same safety lok box with another lab's edta tubes but also. Live microorganisms developed. They streamed sterile medium trough safety lok directly to microplates, but live microorganisms also observed. I asked him to suspend using the product for now.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/10/2020. H.6. Investigation: bd received 82 samples and photos for investigation. The photos were reviewed and the indicated failure mode for sterility with the incident lot was not observed. Additionally, the customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to sterility as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported that after use with 6 bd vacutainer® safety-lok¿ blood collection set the sterility was questioned as live microorganisms were discovered which resulted in infections. Additional patient impact was not reported.the following information was provided by the initial reporter:after several blood productions, several attempts and negation of all substances that could contaminate, we found that safety lok were not sterile and were causes infections. We went back and used new safety lok with a sterile medium and again we found live microorganisms. I know that they're supposed to be sterile and they are still valid.- happened 6 different times with healthy, different donors.- blood is taken for research purposes.- the sets are valid until 6/21- box is stored in a drawer not near to something that might be contaminate.- lab uses cold a.c- two doctors took the blood samples.- claims that they have disinfected the puncture area and wore gloves.- sets were opened near to blood draw- blood was drawn to 4 ml vacuette lh heparin tube and edta tube.- after centrifugation they transfer the blood to microplates. - for comparison, they draw blood using a syringe and deliver the blood directly to microplates and no microorganisms growth found.- another comparison - took blood with same safety lok box with another lab's edta tubes but also - live microorganisms developed.- they streamed sterile medium trough safety lok directly to microplates, but live microorganisms also observed.- I asked him to suspend using the product for now.